Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that the healthcare professional does not think that the adverse event, "endophthalmitis" was related to the balanced salt solution or the ointment used during the procedure.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported eye pain, vision loss and endophthalmitis in an eye following an intraocular lens (iol) implant procedure. The patient was discharged after relevant treatment and the lens remains implanted. Symptoms resolved.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).